Manufacturer narrative:
(B)(4). Concomitant medical products: item name: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47-2484-027-50; lot#: 64935032. Item name:5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47-2484-027-50; lot#: 65167585. Item name: pin, threaded, 3.2 mm, 375 mm, item#: 47-2490-375-32; lot#: 3084356. Item name:z nail cmf 10.5 x 95 lag scr, item#: 47-2499-095-10; lot#: 3075458. Report source - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was implanted with the cmf system. Subsequently, 6 months after the initial surgery, the nail broke off at the tls hole area, and revision surgery was performed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The nail has fractured in half at the bore hole meant for the insertion of the lag screw. There are multiple scratch marks present at and around the site of fracture. One side of the fracture surface of the proximal part shows several beach lines originating from the chamfer on the lateral side of the nail. The other side of the fracture surface has scratch marks without any evident signs of any beach lines. The setscrew appears mainly inconspicuous. The fracture surface of the distal part is also covered in scratches. However, some hints of beach lines can be seen originating from the lateral side of the nail. The nail cap, telescoping lag screw and two cortical screws are mainly inconspicuous but are covered in several scratches. Review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. Devices are used for treatment. Three undated paired ap and oblique views of the left hip, but labeled "right after operation", "two weeks after operation" and "after six months" were received. These x-rays were reviewed by external radiologists with the following assessment: intramedullary nail and femoral screw fixation has been applied to an intertrochanteric fracture of the left hip. On the first two paired images, fixation implements are intact and hip alignment is maintained. On the 3rd paired image, there is new angular deformity of the proximal im nail consistent with interval nail fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.